Event description:
A patient had a tenckhoff catheter placed 7 days ago for reperitoneal dialysis. Four days later the patient developed abdominal pain/peritonitis. The patient is here for further antibiotic administration when a leak in the transfer set was noted at twist lock area.